Event description:
It was reported the pt underwent a surgical procedure on (B)(6) 2014 to replace her ipg. The pt had not recharged her previous ipg and it became inoperable a year ago. The pt now has effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.